Manufacturer narrative:
The investigation noted that the customer's tubes were not properly sitting in the rack (not centered), and particles, oily film, and bubbles were observed in the sample. A general product problem was excluded. The investigation determined the issue was due to pre-analytical handling issues at the customer site.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The qc was acceptable. The alarm trace showed some "sample short" and "clot detection" alarms. The field service representative replaced the measuring cell and noted that the maintenance for the measuring cells and the gear pump head was overdue. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss results for 1 patient on a cobas e 801 analytical unit. Sample 1: the initial result was 517 mui/ml. Sample 2: on (B)(6) 2026, a new sample from the same patient was tested, and the result was 0.200 mui/ml with a data flag (reported as <1 mui/ml). Sample 3: due to the discrepancy between the two sample results, a third sample was tested, and the result was <1 mui/ml. On (B)(6) 2025, the initial sample (sample 1) was repeated, and the results were 0.804 miu/ml (reported as <1 mui/ml) and 0.200 mui/ml with a data flag (reported as <1 mui/ml).